Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/05/2016 with the following findings: during visual inspection of the pump, it was observed that there was visible moisture on the display screen. Unrelated to this issue, it was observed that the battery compartment was cracked and there was moisture corrosion observed there. A leak test was performed and failed due to the crack in the battery compartment. The pump was opened and there was moisture found on the printed circuit board (pcb).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.